Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss/suture retrieval could not be confirmed as the plunger, suture, both needle tips and both cuffs were not returned. A conclusive cause for the reported needle to cuff miss/suture retrieval issue could not be determined. The treatment appears to be related to procedure circumstance. In addition, analysis of the returned device found the posterior foot was broken off and not returned with the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous transluminal angioplasty (pta) procedure. Scar tissue was present at the arteriotomy access site. Reportedly, cuff misses occurred with three proglide devices. A fourth proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.